Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mr was due to progression of disease. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (b)96) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 1. At the one month follow up, echocardiography showed mr had slightly increased to a grade of 1-2. Roughly five months later, an additional follow up echocardiography showed mr had increased to a grade of 4. It was noted that both clips remained stable on both leaflets. No additional information was provided.